Event description:
Related manufacturer reference number: 1627487-2022-05790 it was reported the patients system would not enter MRI mode due to high impedance values on the leads. As a result, surgical intervention was taken in (B)(6) 2022 wherein the system was explanted. Exact date of explant is unknown.

Manufacturer narrative:
At the time of the reported field action, customers were notified. Device repair or returns were handled within the scope of the field action. No further information is available as this is a retrospective report based on field action affected serial numbers dating back to 2011. Device not available for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.